Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a leak from a dimension vista 1500 instrument which contributed to the user slipping and falling on her back. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse verified that the leak did not originate from the water purification module (wpm) however the leak was sample cleaner due to a bent piercer. The cse replaced the piercer. Siemens determined the cause of the event was a bent piercer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
This MDR is being filed out of abundance of caution as the customer reported that a water processing module (wpm) leak from a dimension vista 1500 instrument contributed to the user slipping and falling on her back. The customer was wearing proper personal protective equipment (ppe) at the time of the event and did not seek medical attention. The spill was contained and cleaned up wearing proper ppe. There are no known reports of adverse health consequences due to the event.